Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving morphine (40 mg/ml at 11 mg/day) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2016, it was discovered that the patient had an infection. On (B)(6) 2016, the patient was taken to surgery to determine the extent of the infection and next steps. The doctor was planning on replacing the pump and catheter depending on the extent of the infection. The infection was associated with the pump replacement surgery that had occurred 4 weeks ago. Additional information was received on (B)(4) 2016 from a company representative and it was reported that the entire system was explanted. The cause of the infection was unknown. The physician was treating the patient with antibiotics. The diagnostics performed and cause of the infection were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.